Manufacturer narrative:
Weight: (B)(6) kg.

Event description:
(B)(6) study. It was reported that the patient experienced a pericardial effusion and cardiac tamponade. During redo a pulmonary vein isolation (pvi) ablation procedure to treat atypical flutter, the physician was ablating the anterior mitral line to the right superior pulmonary vein (rspv) with an intellanav mifi open-irrigated when the patient's blood pressure dropped to 70s systolic. Ultrasound intra-cardiac echocardiogram (ice) identified a large pericardial effusion in the anterior wall or roof. Periocardiocentesis was performed, removal of the ablation catheter, fluid resuscitation and pericardial window following transesophageal echocardiography (tee) was performed and the patient's blood pressure improved. The patient made a full recovery. An intellamap orion high resolution mapping catheter and non-boston scientific sheaths were used during the procedure as well. No resistance was felt while maneuvering the catheters. The ablation catheter was "likely" the cause of the event.

Manufacturer narrative:
Weight: 81.7 kg the device was returned for analysis. Visual inspection showed dried body fluid found on the handle, main shaft and distal end. Dried saline was found on the handle and distal end. Tip motion was evaluated against a curve template. Both right and left curves reached the specified area on the template. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. While manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. X-ray found no anomalies. The device passed inspection and all electrical/functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Interrupt af pm009 clinical study it was reported that the patient experienced a pericardial effusion and cardiac tamponade. During redo a pulmonary vein isolation (pvi) ablation procedure to treat atypical flutter, the physician was ablating the anterior mitral line to the right superior pulmonary vein (rspv) with an intellanav mifi open-irrigated when the patient's blood pressure dropped to 70s systolic. Ultrasound intra-cardiac echocardiogram (ice) identified a large pericardial effusion in the anterior wall or roof. Periocardiocentesis was performed, removal of the ablation catheter, fluid resuscitation and pericardial window following transesophageal echocardiography (tee) was performed and the patient's blood pressure improved. The patient made a full recovery. An intellamap orion high resolution mapping catheter and non-boston scientific sheaths were used during the procedure as well. No resistance was felt while maneuvering the catheters. The ablation catheter was "likely" the cause of the event.